Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed incorrect time and date by jumping forward about ten minutes and changing the date, after which the user observed unusually high insulin-on-board values of approximately 15¿17 units and loss of confidence in accuracy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with involved parties and analysis of information provided by the user and clinical contact. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established.